Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle and ruby coils. During the procedure, the physician dropped a ruby coil and a detachment handle on the floor, rendering it unsterile. The procedure continued using new ruby coils.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00505. The hospital discarded the device.